Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient thought it was pretty obvious that the implant was not working. She had a lot of problems with pain in the implantable neurostimulator (ins) area. Her hip was hurting all the time where the ins was located and the pain was getting much worse. The patient moved and did not have a managing healthcare professional (hcp). It was noted that the issues started six to the eight months ago in 2015. The patient mentioned she had major back surgery almost two years ago and after the back surgery the implant was working just fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.